Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was not reported. It was reported that the pump has been alarming "for about a week." She had an appointment to have the pump filled but had to change the appointment due to current liver failure. She called the clinic and they were not nice and told her they can get her in on monday morning or she will have to wait until the 28th of january. They reviewed that the manufacturer is not able to tell the doctors what to do or give the doctors direction. She is "in so much pain" and can¿t get to the doctor¿s office due to the liver failure. There were no further complications reported/anticipated.